Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, four (4) by phone , no additional information had been provided. A lumenis service engineer visited the site eight (8) day after the reported event. Upon inspection, the engineer could not duplicate the reported "error 60 initializing error" even after two+ hours of use. Nor could he duplicate the reports that the system shuts down when selecting type of treatment and that the system is asking for a password, which was never required before. The engineer inspected sata cable as per gso recommendation nothing abnormal to note. Removed cpu board and inspected hard drive connection and cpu connection. Reseated both connections. Unable to duplicate the issue. System has latest software release installed. 2.0.3.4. The system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 6-sep-2017 and installed at the customers site on 7-non-2017. A review of system risk files (rd-1124690_ae) revealed risk #2.4.2 "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the alleged device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The engineer could not duplicate the reported event and could find nothing visually wrong with the system, therefore, the cause of the event could not be established. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that their lumenis pulse 120h laser shut down during procedure. Unable to continue with the device, the facility brought in an alternate laser to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.